Event description:
Optometrist office reported patient having corneal burns and visiting hospital. The medical records confirmed patient had bilateral corneal burns and corneal ulcers; two ulcers in the left eye and one in the right eye. The treating doctor at hospital (B)(6) confirmed that no culture taken as no organisms were detected. It is unknown if there was any permanent decrease in visual acuity. The doctor believes the two ulcers in the left eye could have been in the central 4mm of the cornea. The doctor at hospital (B)(6), confirmed that with treatment the patient's condition resolved three days later at follow up visit. No further medical information is available.

Manufacturer narrative:
The product was returned for evaluation and results found the solution met chemical specifications. Based on all information, no causal factor can be determined and no conclusion can be drawn.